Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approx 17 months after the procedure. It was reported via a trial that on (B)(6)2008, the pt underwent direct stenting in the restenosed saphenous vein graft to the first obtuse marginal artery with one xience v stent and direct stenting in the proximal left anterior descending artery with one xience v stent. On (B)(6)2010, the pt was admitted to the hospital for right groin cellulitis and developed acute renal failure on (B)(6)2010. The pt developed respiratory failure and expired on (B)(6)2010. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: death and renal failure are known adverse events as listed in the xience v instructions for use (IFU). Death, respiratory failure/arrest, renal failure, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that the xience v stent was implanted via direct stenting in a restenosed saphenous vein graft (svg), it should be noted that the xience v IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. The xience v IFU also states that the xience v stent is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis or lesions located in svg's. It cannot be determined whether the IFU deviations contributed to this pt's reported effects. Although a conclusive cause cannot be determined for the reported pt effects, product performance engineering will monitor the incident circumstances.